Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen looked a little blurry and faint. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained on system one and is checking cable connections to see if he can find anything. He also tried the ccm with another system one base with the same result. Evaluation is in progress, but not yet concluded.